Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 64 mg/dl at the time of the call. The customer stated that the pump stopped working after it dropped on the floor. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error and no delivery alarm due to unresponsive buttons. The insulin pump was received with traces of moisture at the lcd board per visual inspection. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.